Event description:
Implanted nail broke when pt sat down. Nail was removed in 10/1997.

Manufacturer narrative:
H3-actual device was evaluated. Visual, photographic, and mechanical testing were performed. Device met all specifications.